Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: affected item(s) were not returned for evaluation. A review of the DHR revealed no deficiency in manufacturing. The risk analysis had considered potential nonunion; the estimated thresholds were not exceeded. A product deficiency was not reported. In this case it could only be referred to available information. General aspects: non-union is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture (especially comminuted sub trochanteric fractures), patient's general condition (osteoporosis), and primly the respective surgical technique. Non-union could cause significant permanent harm. Successful treatments with gamma3 nail require sufficient and timely bone healing. With given information it could not be determined if the lateralized lag screw may have caused pain. According to the event the fracture site had not healed sufficiently after an implantation period of more than 1 year. Considering the requirement of timely bone healing and referring to that currently no measures will be taken and depending on actual load application it can be suggested that nail breakage or at least nail removal will occur. Such outcome is clearly pointed out in the IFU. Neither the event description nor received x-rays indicated a product deficiency. From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Pelvic fracture.

Event description:
Pelvic fracture.